Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced increased pain and withdrawal symptoms. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received concerning the pump explant.